Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left elbow vessel. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured during pressurization at second inflation. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.